Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during an egd of the esophagus performed on (B)(6), 2013. According to the complainant, during the procedure the gauge of the alliance syringe was not registering any pressure reading. The gauge needle was moving up and down during inflation. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.